Manufacturer narrative:
Eval summary: the analysis results for the device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not showed up completely. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure, the device would not fire. They got a new one to complete the procedure. There was no pt consequence. The device will be returned.